Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the all new patients were not crossing to all stations. A field service engineer rebooted the station console and verified that console was fully operational. The fse confirmed that all stations were communicating properly. The interface engineer found that pie service not running and then restarted pie console, backed up the server. The server ran successfully and issue was resolved. The system functioned as intended after the field service engineer and interface engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all new patients were not crossed to all stations, and the console was offline on rss. The customer stated there was no delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, all new patients were not crossed to all stations, and the console was offline on rss. The customer stated there was no delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.